Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all testing throughout analysis and was found to meet specifications for normal device operation. The observed intermittent high right ventricular (rv) lead impedance measurements may have been caused by the under inserted rv lead.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high pacing impedances of greater than 2000 ohms intermittently. As a result the patient underwent a revision procedure to ensure the lead was fully inserted into the device header, in which it was found to be secure. The physician felt that since impedance measurements could not be reproduced with the lead attached to the device, nor when the lead was disconnected from the device, that there was no way to rule out device involvement, so both the rv lead and device were explanted and replaced. To date, there have been no adverse patient effects reported.